Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the prime/tune the handpiece showed an occlusion. There was no patient involvement. The surgery was initiated and completed using an alternate system.

Manufacturer narrative:
The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).